Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and urf-v2 used in combination, and found following. B30 error occurred. Omsc replaced another otv-s190, but b30 error occurred. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, as a result of the investigation, there was the possibility that this phenomenon was attributed to the failure of the igniter due to the repeatedly use for a long-term use because more than 9 years had passed from the subject device had been manufactured. Or, there was the possibility that this phenomenon was attributed to the failure of the converter due to the aging deterioration of the converter's parts due to repeatedly use for a long-term use because more than 9 years had passed from the subject device had been manufactured. Or, there was the possibility that this phenomenon was attributed to the deterioration of the lamp due to the incorrect application position of the heat compound. Or, there was the possibility that this phenomenon was attributed to the failure of the scope used in combination.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not duplicated and the subject device functioned without any problem, also there was no abnormality on the exterior. The investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device, the examination lamp of the subject device turned on and off repeatedly, and the subject device was switched to standby automatically. Since the procedure was almost achieved before the reported phenomenon occurred, the user facility completed the procedure with the subject device. There was no report of patient injury associated with this event.